Event description:
It was reported that wile placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The capsule fell off into the pt's trachea and went into the main stem bronchus. The pt required a bronchoscopy to retrieve the capsule. The hcp confirmed that the pt is ok.